Manufacturer narrative:
The product has been received for analysis. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded an unspecified code and wandless telemetry was disabled. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was anticipated.